Event description:
A female was seen in an outpatient department for it medtronic pump refill. Procedure completed without reason for concern and typical "tug" noted on withdrawal needle, which usually indicates the needle was properly in the pump chamber. Pt returned approx. 30 minutes later with altered neurological status. Pt respiratory arrested, was intubated and placed on medication for maintaining blood pressure. Pump accessed and 2 ml in pump rather than 18 ml expected. Suspect subinjection of 16ml or 640 mg of morphine sulfate. Medtronic notified. Pt did recover and was discharged after a 5-day hospitalization.